Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: 9/10 ultamet 36mm heads +0 hip femoral head; pinnacle mtl ins neut36idx52od hip acetabular liner; unknown hip acetabular cup; srom 9/10 20x15x145 36 hip femoral stem; s-rom*sleeve prx ztt, 20d-lrg hip femoral sleeve.

Event description:
The primary surgery was performed 10 years ago via tha (date of primary surgery was unknown). It was reported that the surgeon checked the x-ray and MRI and detected that the cup was dislocated at the patient¿s hip joint around (B)(6) 2018. (Date of inspection was unknown). Thus, the revision surgery was performed by replacing the insert (p/n 1218-87-352), the cup, the head and the stem (p/ns and lot numbers were unknown) on (B)(6) 2018. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.